Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos depicting multiple printed syringes. The 5ml and 10ml syringes have the box around the bd logo. The 20ml and 30ml syringes have the new logo without the box. This difference in bd logo is part of the current released print graphic and is the approved design of the print graphic. No visual defects were observed in the photo provided. All visual inspections were performed as per requirement. Batch 8197846 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: root cause for the box around the bd logo is related to the design of the product and is not considered to be a defect.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with labeling error. There was no report of injury or medical intervention.